Manufacturer narrative:
Concomitant medical product: 4087 lead implanted : (B)(6) 2008.

Event description:
It was reported that the patient developed an systemic infection. The right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) were explanted. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.